Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011; dtma1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of having a recent lead issue. A transmission report noted the right ventricular (rv) lead had a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that the rv lead had noise and inappropriate inhibition of pacing. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) showed high left ventricular (lv) lead impedance measurement, however no lv lead is connected to the lv port. The rv lead was capped and replaced. A his bundle lead was added due to the noise on the rv lead. The addition of the his bundle lead caused lead to lead interaction resulting in common mode noise on both the atrial and ventricle channels. The his bundle lead remains in use. No patient complications have been reported as a result of this event.